Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. E1: last/given name unknown / not provided. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant vial was empty when they opened it. The seal was intact but there was no implant inside. The procedure was completed with another implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie received the packaging for the reported implant for evaluation. Visual evaluation was performed, the returned implant packaging outer box was received opened. The outer vial was observed with its tamper seal broken. The inner vial and the implant were not returned for evaluation. Both the outer vial and the outer box matched the reported product. The event is non-verifiable as the conditions of the product / packaging received by the customer are unknown / non-verifiable. DHR review was completed for the subject lot number. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined was improper handling of product outside of zimvie controls. Therefore, based on the available information, a packaging malfunction could not be verified. The implant's tamper resistant seal was broken. The reported event is non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.